Event description:
The manufacturer received information alleging a ventilator failed calibration during device evaluation. There was no harm or injury reported. The ventilator had a test error for low oxygen test. Inspection of the device revealed the oxygen low flow tube was not connected to the active exhalation control module. The tube was reconnected to address the issue.